Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up this right atrial (ra) lead pace impedance measurements were high out of range. Noise was also seen on the electrocardiogram. A lead fracture was alleged. A lead procedure was performed and a new lead was implanted. This ra was surgically abandoned and remained in the patient. No adverse patient effects were reported.